Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during implant of a 29mm sapien xt valve in aortic position via transfemoral approach, the valve could not be deployed due to the calcified annulus. An attempt was made to retrieve the valve through the esheath in order to pass a dilation balloon. The valve got stuck in a calcified area of the femoral artery and tore the esheath. The entire delivery system along with the sheath was removed. After retrieval of the undeployed valve, a dissection and laceration of the femoral artery was noted. A second sapien xt valve was implanted without complications. An open repair was successfully performed on the laceration of the femoral artery. The event was resolved. On post-operative day 4 the patient was discharged. Per report, the event is procedure related.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the delivery system was received unflexed, and fully inserted through full loader assembly and the sheath, the crimped valve was located on the inflation balloon and positioned outside of the sheath, the valve was against the flex tip, sheath distal tip damage and the sheath liner was torn. Functional and dimensional testing were not performed due to the nature of the complaint and the condition of the returned device (sheath liner torn). The complaint for delivery system/valve withdrawal difficulty through sheath was confirmed based on the condition of the returned devices. During manufacturing process, the entire delivery system is visually inspected and tested several times. During balloon molding process visual inspections are performed for the following: crow¿s feet, fish eye, gel spots, scratches, contamination, deformation, ring shape, and crushed balloon. In addition, the balloon undergoes dimensional inspections for the following: working length, diameter, proximal and distal leg inner diameters (ID) and double wall thickness. During the balloon pleat, form and fold process the balloons are pre and post inspected for size, kinks, bends, separation or damage of bond site, contamination, balloon scratches, and ensure that the distal end of the balloon is not fully inflated. During final inspection the fully assembled delivery system is 100% visually inspected by both manufacturing and quality for manufacturing defects, such as, mechanical damage (kinks, breaks) and missing/misplaced parts. During product verification (pv) testing a lot sample is tested and visually inspected for physical defects or damage. There were no failures that occurred during pvl verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. The device history review (DHR) review was performed and revealed no issues that would have contributed to the complaint events. A review of the lot history revealed no other complaints for delivery system ¿ difficulty with valve alignment and balloon leakage. A review of complaint history from september 2017 to august 2018 for the edwards novaflex+ delivery system (all models and sizes) revealed no other similar complaints with returned devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system/valve withdrawal difficulty through sheath was confirmed based on visual inspection of the returned devices. No manufacturing non-conformance were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigation supports that the delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. Per report, ¿the valve got stuck in a calcified area of the femoral artery and tore the esheath¿ as the valve was being retrieved through the esheath. As the valve got caught onto the vasculature calcification during device retrieval, it would have resulted in delivery system withdrawal difficulty. Applying additional force to overcome the resistance due to calcification likely resulted in the damage to the sheath. As stated, the delivery system was initially attempted to be retrieved through the sheath. However, per the procedural training manual, in order to retrieve a crimped valve, the delivery system with crimped valve and sheath should be retrieved as a unit. In addition, it also advises not force the thv into the esheath. If resistance is felt, as the thv may be caught on the esheath tip. The complaint was confirmed. No manufacturing non-conformances were identified in the returned device. No product non-conformances or IFU/training inadequacies were identified. In this case, available information suggests that patient/procedural (vasculature calcification, not retrieving delivery system and sheath as a unit) may have contributed to the reported event. A review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for this trend category. No corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.